Event description:
There was an apparent misfiring of one of the loads of the endo gia universal stapler resulting in loose staples and bleeding from hilar vessels at those points. These were oversewn with 2-0 silk ligature, including points at the tail of the pancreas.